Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019(83 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A detailed report will be provided as soon as available.

Event description:
We were contacted by our (B)(4) distributor to report a suspected membrane defect of the right excor blood pump of a patient supported in the bvad configuration. Berlin heart recommended the exchange of the affected blood pump. The pump was exchanged by trained personnel at the clinic without complications and the patient is doing well.

Manufacturer narrative:
The initial visual examination of the returned blood pump could not identify any abnormalities. The blood pump was then tested for functional performance where the same untypical movement of the membrane could be seen as in the video from the clinic, confirming the customer complaint. For further analysis, the pump was disassembled and the membrane layers were individually examined. All three membrane layers were found to be intact. There were no indications (running marks, stretching of the membrane layer) that the stabilization ring had been dislodged from its position at any time. There were no indications for non-parallel membrane layers (see appendix, fig.1 to 4). For all three layers of the triple layer membrane, the production molds were checked. In each case the right mold in the right size was used for production of the air-side layer, the middle layer and the blood-side layer of the triple layer membrane. No membrane defect could be detected. The reason for the untypical movement of the membrane could not be determined. The blood pump supported the patient as specified, all safety measures (regular checks of the blood pump and cannulas as per IFU) worked as intended to ensure continued patient safety.